Event description:
It was reported that air bubbles were observed within the cartridge canister. Customer primed the tubing to address the issue. There was no adverse impact the customer¿s blood glucose.